Event description:
Pump is returned for large prime volume. Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on 01/28/2012. Correction/removal report number: 2531779-03/24/2010-003-r. During testing, the load step did not detect the cartridge and continued until a "no cartridge detected" warning was activated. During evaluation the force sensor was found to be out of calibration and contamination was found in the force sensor assembly.